Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated two pipeline flex w/ shield braids were returned for analysis without their pushwires. Their respective outer carton labels were also returned separately. It is not possible to determine which braid belong to which lot. The pushwires, was not returned for analysis. Both ends of braid 1 were fully opened. Fraying and damage was found on both ends. One end of the second braid was found frayed and damaged. The other end of braid 2 was found tapered with high damage and fraying. An unknown fiber was found entangled with the distal braid end. The threadlike material was sent out for fourier transform infrared spectroscopy (ftir) testing and found the fibers to be polytetrafluoroethylene (ptfe) with a proteinaceous residue. It is likely the source of the ptfe is the dps sleeve. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed for braid 1 and confirmed for braid 2 as the second braid was returned with one end not fully opened (tapered). Usually, this complaint cannot be confirmed based on device evaluation, as it is typically evaluated after the device has been fully deployed and no images or videos were submitted for review. Possible causes for this failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, and inappropriate anatomy. From the damages seen on the braid (frayed/damaged) and dps sleeves; it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the micro catheter against resistance. It is possible that the reported more than 2 times resheathing contributed towards the resistance/damage. Other possible contributors towards the failure are patient vessel tortuosity or lack of continuous flush. The customer report of patient vessel tortuosity as moderate. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report # 2029214-2020-00175 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline devices failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of around 1.9mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that two pipeline devices failed to open at the distal end after three attempts. The device was not in a bend, less than 50% had been deployed, the pipelines were re-sheathed more than two times, and no further actions were taken to open the pipelines. They were replaced by another product to complete the procedure, and angiographic results post-procedure were good. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.